Event description:
During a laparoscopy procedure, while suturing with a 2-0 vicryl sh* needle, the needle broke off to three pieces. All pieces were retrieved and confirmed to the original shape and length.